Event description:
It was reported that there was a poor pain management. The patient stated her pump managing doctor believed the pump catheter was clogged. The catheter was revised due to possible catheter occlusion. It was unknown whether any environmental, external, patient factors contributed to the issue. It was unknown whether any diagnostics or troubleshooting were performed. The catheter was replaced. The issue was resolved at the time of the event. The healthcare provider (hcp) had no further information for the manufacture

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2015, product type catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2025, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 15-jul-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.